Event description:
Over a period of time, customer has been sent 5 different devices. All five devices have been giving him problems but customer care keeps denying the problem. Pt wrote to the ceo of the company but nothing has been done. One time error message e3 was displayed. Customer care was called and pt was asked to return the device, which he did. Device was replaced. Another time e5 was displayed and was told to return the device. Anytime pt has to return a device, memory loss will occur. One time the strip was stuck and was told to pull it out with a plier. The last problem with the device was the date and time would disappear. Customer needs to test several times a day and takes a lot of insulin. FDA needs to check on the company.